Manufacturer narrative:
The probable root cause is due to the separation with the carriage top plate on the universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the 31087 error was found in the log, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage top plate was inspected, and burn marks could be identified. The complaint regarding issues with arm 1 was confirmed by failure analysis. The probable root cause can be attributed to the carriage top plate.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported issues with arm 1. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, user informed the technical support engineer (tse) that they experienced an issue where arm 1 kept popping the instrument off after using new drapes. Despite reseating the drape and instrument, the instrument continued to release on its own. The procedure was completed as planned with no reported injuries.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument tip did not move unintentionally when it detached; however, the issue was that the arm would not remain securely attached at the top when placed. This problem occurred consistently across all cases, including the first. To manage it, the team repeatedly reloaded the arm, which was time-consuming. Despite the issue, both procedures were ultimately completed robotically as planned.

Event description:
Refer to h11 for follow-up information.